Event description:
It was reported that during a prostate procedure @ 120,000 joules of use and 15 minutes ¿leakage of the welding of the sheath between external and internal¿ was observed. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged. It was reported @ 325,000 joules of use and 55 minutes, ¿leakage of the welding of the sheath exterior sheath¿ was observed with the second fiber and the fiber was not replaced. The fiber tip (cap) was cleaned during the procedure. It is unknown how the procedure was completed. There was ¿no injury to patient¿ reported. This report is for the second fiber used.